Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that a positive architect i2000 bhcg result of 607 iu/l was generated on a patient. The sample was retested because the positive result did not match the patient's clinical history. The sample retested negative at <1.2 iu/l using a different method (strip test) at another laboratory. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The complaint text stated the customer had a bhcg sample result of positive on the architect i2000 with a retest result of negative with a strip test. The customer technical advocate requested that the customer perform a reproducibility test with the patient sample. The sample was recovered and rerun 15 times all resulting negative. The field service representative (fsr) suspected interference with the sample, as there were significant deposits on the wash zone manifold. The fsr replaced the wash zone manifold resolving the issue. No further corrective action was required. This is the final report.